Event description:
The customer reported the 3/4 inch line across middle of image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4): investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21cfr 803.56. (B)(4).